Event description:
Information was received from the patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for non-malignant pain. The patient reported that the communicator would not stay charged, "it's dying all the time". Patient mentioned they already bought a new charging cord and tried to charge the entire day but the light stayed in orange never went green. Patient was unable to get bolus since 4 am. When asked about event date patient mentioned "probably in a month the being weird in charging and not staying charged". Agent had patient removed the cord to reset the communicator; the first off-on on the power button the blue lights turned off but when the patient tried to turn on tm90 would not turn on. Agent asked patient if they noticed any visible damage on the port or if they felt anything unusual with the power button, patient mentioned "no". Agent had patient put back the charging cord and pushed the power button but patient mentioned "it blinked for a second and then turned off". Agent asked how long had they tried charging the tm90 prior to the call, patient mentioned they had been trying to charge the tm90 for days the orange light wont turn green and won't turn on. Agent sent repair request to replace tm90. During the call, patient also mentioned that they needed to keep the handset charge frequently but still working. Additional information was received from the patient reporting they received the replacement communicator but they kept getting not found. Patient select switch communicator but keep getting not found message. Patient reset the handset and communicator but still showing not found. Patient confirmed bluetooth was on but still getting not found message. A request was sent to repair to replace the communicator. Additional information was received from the patient reporting she had received 2 communicators but the handset would not connect to any of the communicators. Agent reviewed troubleshooting steps but patient still encountered "not found". Agent was sending a request to repair team for the handset.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); iproduct type accessory product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory product ID hh9020tdd lot# serial# unknown implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: npe405612n, ubd: , UDI#: analysis of tm90t0 lot# serial# (B)(6); identified tm90 micro usb port/hub is visually damaged (micro usb port bracket broken and burnt l3 on charge board.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.